Event description:
Customer reported the insulin pump stopped working last night. Customer stated she was trying to bolus and the device automatically started a dual wave bolus and started to delivery insulin of 1.80 units. Customer kept pressing the esc but it would not clear and now bolus stopped but it won't go to anything else. Customer's blood glucose was 552 mg/dl, treated with manual injections. Customer was unable to clear the alarm. Time clock does not advance. Troubleshooting for frozen display was performed. Customer stated none of the buttons were responding. Display was not frozen at 0.0 units on normal or easy bolus. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.